Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing and the right ventricular lead exhibited high capture threshold. Programming changes were made for the over-sensing. No intervention was performed for the high capture threshold. Patient condition was stable.